Event description:
It was reported that the balloon ruptured. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6atm for 5 seconds. The device removed from the patient without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.